Event description:
The device was later explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) made 16 beeping sounds every 6 hours throughout the day. The patient mentioned that the day before the beeping started, the patient visited a bank and went through a security doors. The bank used infrared beams and not magnetic fields. The battery status and parameters were good. Additional information received confirming that this beeping sound came from the patient's device with an unknown cause. Boston scientific technical services (ts) requested a disk analysis from the device to further analyzed the cause of the beeping. Attempts to obtain additional information regarding the resolution of this issue were unsuccessful. This device remains implanted. No adverse patient effects were reported. Additional information received confirming that an error code was detected on this device. Also confirmed the interventions done by the physician on the device which includes switching off the beeping sounds, reforming of manual capacity and temporary switching on then off therapy mode. Ts further indicated that the printout indicates a voltage too low for projected remaining capacity and were part of device safety architecture which served as an early warning that the battery was depleting faster than expected. Ts advised that the device should be scheduled for replacement. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed seven low voltage alerts code 1003 had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--